Event description:
When we use hamilton c6 with paramagnetic oxygen sensor (pn 160169) we see that monitoring value of oxygen is lower or higher approximately at 30%, than value, which we give. We have placed 02 cell (pn 396200) and it works great and we haven't differnce between monitoring and control value.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be supposedly a defective deflection mirror or a too short calibration time by hpo. After the o2 sensor was replaced, the calibration issue was fixed. There was no patient or user harm.